Event description:
It was reported that the patient presented to clinic in sinus episode and the implantable cardioverter defibrillator (ICD) mode was changed to dddr. Following the mode changed, the patient complained of intermittent "pounding" in the heart. The ICD pacing mode was reprogrammed to dddr, however, the patient requested another mode change of the ICD. The ICD was reprogrammed to vvir. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5071-35, lead, implanted: (B)(6) 2008; 5071-35, lead, implanted: (B)(6) 2008; 5866-38m, adapter, implanted: (B)(6) 2008; 6984m, adapter, implanted: (B)(6) 2008; 5568-53, lead, implanted: (B)(6) 2005. (B)(4).